Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown insert. The following other devices were also listed in this report: #5 femur; cat# unknown; lot# unknown; #5 tibial baseplate; cat# unknown; lot# unknown; patella; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient had right knee revision due to pain and elevated metal ion levels. Surgeon removed total knee, reimplanted femur and tibia after autoclaving, and implanted antibiotic spacer.